Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this patient that has an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed a flashing red call doctor icon (rcd) and yellow sending wave (ysw). A boston scientific company representative performed the patient initiated interrogation and yellow sending wave was showing. The company representative performed troubleshooting with the communicator connection and the issue was resolved. The number of the clinic was provided and advised to call about potential change in implanted device. After analyzing the combined follow up it appears that the patient has had an ongoing issue with high, out of range shock lead impedances. Additional information was attempted from the field representative, but they did not have any other details. The communicator, the ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this patient that has an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed a flashing red call doctor icon (rcd) and yellow sending wave (ysw). A boston scientific company representative performed the patient initiated interrogation and yellow sending wave was showing. The company representative performed troubleshooting with the communicator connection and the issue was resolved. The number of the clinic was provided and advised to call about potential change in implanted device. After analyzing the combined follow up it appears that the patient has had an ongoing issue with high, out of range shock lead impedances. Additional information was attempted from the field representative, but they did not have any other details. The communicator, the ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this patient that has an implantable cardioverter defibrillator (ICD) showed a flashing red call doctor icon (rcd) and yellow sending wave (ysw). A boston scientific company representative performed the patient initiated interrogation and yellow sending wave was showing. The company representative performed troubleshooting with the communicator connection and the issue was resolved. The number of the clinic was provided and advised to call about potential change in implanted device. No adverse patient effects were reported. The communicator and the ICD remain in service.